Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). It is planned to bring in this patient for further testing. No adverse patient effects were reported. At this time, this lead remains in service.